Event description:
Plaque - teeth [dental plaque] broke / locking pin became detached - oral-b [device breakage] brush head became loose - oral-b [device connection issue] brush [...] No longer rotates - oral-b [device physical property issue] case narrative: male consumer via e-mail reported that the oral-b toothbrush heads broke, became loose, and the locking pin became detached during brushing. No injury was reported. (B)(6) 2025 follow-up via e-mail: the oral-b toothbrush head no longer rotated and the dentist confirmed that the reporter had plaque. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Manufacturer narrative:
On 10-apr-2025: product investigation results: product return was received and identified as a non-genuine oral-b product. It was not manufactured under p&g control.

Event description:
Plaque - teeth [dental plaque]. Broke / locking pin became detached - oral-b [device breakage]. Brush head became loose - oral-b [device connection issue]. Brush no longer rotates - oral-b [device physical property issue]. Product counterfeit - oral-b [product counterfeit] case narrative: male consumer via e-mail reported that the oral-b toothbrush heads broke, became loose, and the locking pin became detached during brushing. No injury was reported. On 17-jan-2025: follow-up via e-mail: the oral-b toothbrush head no longer rotated and the dentist confirmed that the reporter had plaque. No serious injury was reported. On 10-apr-2025: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.